Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv impedance on the defibrillation portion of the lead, and has been alerting everyday since. It was noted that the impedance rise had been fairly slow and stable with a bit of variability in the week to week values. The lead remains in use. No patient complications have been reported as a result of this event.